Event description:
Event description guidant received information that the patient expired during the implant procedure of this pacemaker. The patient reported to the hospital with long pauses of asystole lasting 4-5 seconds. There was an emergency implant procedure. The patient's blood pressure was dropping during the entire case and before. The implant went well and the numbers looked good with proper pacing and sensing. The patient's EKG morphology started to change from a paced beat to a wider and lower amplitude. As the doctor was suturing the pocket, something began to change. The patient did not moan when a local injection was given. The patient expired at the end of the procedure.